Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes and confirmed that no deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and root cause could not be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found foreign material inside the nozzle, angle wire had wear and bending angle in up direction did not meet the standard value, angle wire was worn and the play of up/down knob was out of the standard value, angle wire had wear and angulation skips during angulation in up/down direction, the nozzle was clogged and air supply volume does not meet the standard value, the nozzle was clogged and the water removal ability does not meet the standard value, up/down knob had damage and does not move smoothly, the suction cylinder was scraped, control unit had a scratch, grip had a scratch, universal cord had a scratch, scope connector cover unit had a scratch, scope cover unit had a scratch, scope connector had a scratch, scope cover had a scratch, switch box had a scratch, up/down knob had a scratch, right/left knob had a scratch, forceps elevator knob had a scratch, forceps elevator lever had a scratch, nozzle water volume was clogged and did not meet standard value. The cleaning, disinfection, and sterilization (cds) process was performed by the customer prior to the device being returned to olympus for repair, it was not known what the foreign material may have been. According to the customer there was no delay in the start of pre cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, and there were no concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.